Manufacturer narrative:
(B)(4). This customer reported a shock equipment malfunction message in testing. There was no patient involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
This customer reported a shock equipment malfunction message in testing. There was no patient involvement.